Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-fungal drug (dose, route and frequency were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn at the time of this report. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2021. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.